Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 18.8 mmol/l (338.4 mg/dl) while wearing the pod between 4 and 24 hours on the hip/buttocks. The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to the reported high bg levels. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to a communication error. A root cause could not be determined.